Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade iii capsular contracture.

Event description:
Patient reported "baker grade iii capsular contracture,...never informed that this implant was recalled in 2019 due to the associated risk of bia-alcl and implants were yellowish in color, which was considered abnormal by the surgeons". This record is for a unknown side. Device was explanted and replaced.